Event description:
(B)(4). Essure was implanted in (B)(6) 2014. I started noticing pain in my lower abdomen right away, stabbing pain and very severe. In (B)(6) of 2015 I was hospitalized for loss of blood while on my period. I lost so much blood, I passed out. I filled two night time pads in less than an hour. The results at the hospital were inconclusive. Almost every period starts out with serve bleeding and abdominal pain. In the last 6 months I have noticed tooth decay in several teeth. I take every preventative action against this but it has not slowed down. Essure has made me very tired and weak,running on very low energy levels at all times. I am on a very strict diet and have only lost a couple of lbs with essure.